Event description:
Clinical study. It was reported that 1264 days post index procedure, the pt experienced a myocardial infarction (mi). Target lesion was located in the proximal circumflex (cx) with 95% stenosis, a length of 28mm long and a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 32mm study stent, with 0% residual stenosis. The pt was discharged two days later on protocol doses of plavix and asa. On day 1264, the pt was admitted due to shortness of breath and chest tightness. Of note, the pt had undergone an angiogram the previous day, identifying an obstruction in the distal aorta. No intervention was performed. Congestive heart failure (chp) noted on x-ray was treated with lasix. Chf felt to be due to contrast load administered for angiopgram. ECG that day revealed "atrial fibrillation with occasional pvc's, non-specific interventricular conductional delay with nonspecific inferolateral st-t wave segment changes, prominent q-wave in lead #3". Serial enzymes were done with a peak troponin of 0.7. Laboratory values are not available. The pt was treated medically with asa, plavix, lovenox, beta blocker, statin and nitroglycerin. The pt was discharged 3 days later on aspirin. In the opinion of the physican, there is a probable relationship of mi to a prior co-morbid condition. In the opinion of the physician, there is an unknown relationship of mi to study stent and index procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.